Event description:
Veterinary facility reported that during a procedure the small battery drive stopped working. Three batteries were tried and the drive had no power. The procedure was completed with no reported harm to the patient. Surgery was delayed by 10 minutes. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: the additional evaluation/power tool evaluation was performed. The device as received condition: blemished housing. The report concluded: the reporters complaint that the unit has no power was confirmed. The device was tested and the complaint was duplicated. Engineer notes, evidence this is due to usage wear over time. The investigation is on-going. A service history review of records has been requested. (B)(4).

Event description:
This report event is for one power device.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder